Event description:
It was reported that a signal artifact monitor (sam) alert was observed for this right ventricular (rv) lead and device resulting in the minute ventilation (mv) feature being disabled. A pace impedance measurement of greater than 3,000 ohms was observed, resulting in a lead safety switch (lss). Technical services (ts) recommended further evaluation in the clinic. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned due to high out of range pace impedances and high threshold measurements. A new rv lead was implanted which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to aware date from 01/03/2024 to 01/03/2025.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a signal artifact monitor (sam) alert was observed for this right ventricular (rv) lead and device resulting in the minute ventilation (mv) feature being disabled. A pace impedance measurement of greater than 3,000 ohms was observed, resulting in a lead safety switch (lss). Technical services (ts) recommended further evaluation in the clinic. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned due to high out of range pace impedances and high threshold measurements. A new rv lead was implanted which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a signal artifact monitor (sam) alert was observed for this right ventricular (rv) lead and device resulting in the minute ventilation (mv) feature being disabled. A pace impedance measurement of greater than 3,000 ohms was observed, resulting in a lead safety switch (lss). Technical services (ts) recommended further evaluation in the clinic. This rv lead remains in service. No adverse patient effects were reported.